Event description:
Reporter calling to report health problems after use of her recalled philips bipap device. Reporter states she was diagnosed with lung cancer in "(B)(6) or (B)(6) of (B)(6)". She states she learned of the bipap recall and sent her device back as instructed. Reporter states that her replacement device did not arrive until "approximately (B)(6) 2022." Upon receiving the replacement device, reporter states she was upset and frustrated that she received a refurbished product instead of a new device, as she was anticipating due to the recall. Reporter states she used the refurbished device until (B)(6) 2023, when she received a diagnosis of breast cancer, and was instructed by her physician to stop using the refurbished bipap. Reporter states that she now requires supplemental oxygen "24/7" since she can no longer use her bipap. Reporter states she is discouraged with the recall process and how long it took to receive a replacement, only to have that replacement be a product of poor quality. Reporter also states she is frustrated with medicare, as they will not supply her with a new device until five years have elapsed. Reference report: mw5120312.